Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact. Evaluation revealed that the keypad buttons were intermittently responsive and required hard and multiple button presses to elicit a response. There was evidence of contamination found under the key contacts. The pump cover was removed; the ok key contact was found to be misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. According to the reporter, the "up", "down", and "ok" buttons have become sticky and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.